Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power loss alarm. The customer's blood glucose level was 164 mg/dl. The customer reported that the insulin pump received multiple power loss alarms when battery was out for less than 10 minutes. The insulin pump will be returned for analysis.